Event description:
Patient presented with irritated, burning eyes. Contact lens wearer, has not had an eye exam in over 6 years, was renewing her prescription every year through 1-800-contacts but doing so without an exam. No request for prescription authorization was sent from distributor and patient continued this for 6 years until eyes hurt bad enough that she sought care. FDA safety report ID# (B)(4).